Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and temporary rate being set per hcp recommendation. Customer declined further troubleshooting.